Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that lithovue flexscope was used during a cystourethroscopy with left ureteral stent placement, cystourethroscopy with right ureteral stent removal, left ureteroscopy with laser lithotripsy, right ureteroscopy with stone extraction without laser procedure performed on (B)(6) 2017. It was reported the patient experienced an urinary tract infection and medication was required to treat the complication.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.